Event description:
The customer reported an au680 clinical chemistry analyzer intermittently generated high ion selective electrode (ise) results. The laboratory's data management system flagged the sodium, potassium, and chloride results for three patients as higher than dynamic range and/or higher than normal value range. The patient samples were reanalyzed on the same instrument and on an alternate instrument. There were no erroneous patient results released from the laboratory. There were no reports of change to patient treatment. The customer troubleshooted the instrument and was unable to determine the cause of the false high ise results.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and found defective ise buffer valves. The fse replaced both ise buffer valves, calibrated the ise, and performed serum and urine quality control runs. All results were within the customer's established laboratory specifications. There have been no further reports of issues.